Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. (B)(6). [Conclusion]: the healthcare professional reported that during a stent-assisted coil embolization of an internal carotid artery (c6 segment) aneurysm, the 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 6237213) reached the intended position, the physician deployed the stent, but the stent was released at the m1 segment of the middle cerebral artery (mca). The physician immediately performed angiography to observe the blood flow. Next, the physician performed dyna-CT imaging to observe the release of the stent. After a period of monitoring, repeat dyna-CT was conducted to continuously observe the stent deployment and whether there was any evidence of intracranial hemorrhage. It was found that no intracranial hemorrhage had occurred. The physician placed a new stent to complete the procedure. The surgery was prolonged approximately 40 minutes due to the event. It was reported that patient is now in stable condition. After a period of monitoring, repeat dyna-CT was conducted to continuously observe the stent deployment and whether there was any evidence of intracranial hemorrhage. It was found that no intracranial hemorrhage had occurred. The physician placed a new stent to complete the procedure. The surgery was prolonged approximately 40 minutes due to the event. It was reported that patient is in stable condition. The device is not available for return; however, a single medical image was provided and was sent for review. On 12-nov-2021, additional information was received. The information indicated that the target is a 9mm x 10mm large aneurysm. The vessel is curved in characteristic. The physician suspected ¿stent self-distention, fast blood flow, or some other reasons¿ may have been the factors that contributed to the stent not being deployed / released at the intended position. There was no blood flow reduction / restriction in the parent vessel as a result of the event; no evidence of thrombosis observed. The information indicated that there was nothing unusual noted about the device system prior to use. The microcatheter used with the stent was a 150cm x 5cm prowler select plus (606s255x / 30591142). The same microcatheter was used with the replacement stent, another 4.5mm x 28mm enterprise stent (enc452812) to complete the procedure. The physician did not consider the 40-minute extension in the procedure to be clinically significant. There was no prolongation in patient¿s hospitalization; the patient was discharged and is reported to be in good condition. Returned medical imaging was reviewed by sr. Medical affairs director, dr. (B)(6) (neurointerventionalist), on (B)(6) 2021. "The description of the case highlights an inadvertent distal location of the enterprise stent. The images do show a distal position of the stent in the mca territory. With that, there is also a distal position of the microcatheter, which is likely the delivery catheter for the stent. Since the enterprise is deployed by unsheathing, it is assumed that the microcatheter also started more distally although the images do not allow a certain statement on this. The enterprise seems fully opened since the proximal and distal markers are separately visible. It is unlikely that the enterprise stent moved to this distal location spontaneously due to the size of the arteries in this region as well as the shape of the distal end of the device. It is assumed that the target aneurysm is at the point of the arrow, and it looks as if there is already a number of coil loops deployed, although the second catheter cannot be discerned. The exact steps of the procedure are not clear from the accompanying text and additional images (stepwise) and description (stepwise) would be necessary to reach a more definitive conclusion as to the cause of this event. If additional clinically relevant information is provided, this case will be reopened for review and conclusions revised if indicated." Physician name and date reviewed: (B)(6) md, (B)(6) 2021 the enterprise stent remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6237213. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Deployment difficulty, including inaccurate placement, is a known potential procedural complication associated with the enterprise vascular reconstruction device (vrd) and is listed in the instructions for use (IFU) as such. The enterprise IFU states the following: track the stent through the infusion catheter to the tip and position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. If stent positioning is satisfactory, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. The stent will expand as it exits the infusion catheter. The IFU also warns the user to never detach the stent if it is not properly positioned in the vessel or if the position of the infusion catheter delivering the embolic coils has been lost. With the information provided and without the return the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. This complaint will be reassessed if additional information becomes available. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. . The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization of an internal carotid artery (c6 segment) aneurysm, the 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 6237213) reached the intended position, the physician deployed the stent, but the stent was released at the m1 segment of the middle cerebral artery (mca). The physician immediately performed angiography to observe the blood flow. Next, the physician performed dyna-CT imaging to observe the release of the stent. After a period of monitoring, repeat dyna-CT was conducted to continuously observe the stent deployment and whether there was any evidence of intracranial hemorrhage. It was found that no intracranial hemorrhage had occurred. The physician placed a new stent to complete the procedure. The surgery was prolonged approximately 40 minutes due to the event. It was reported that patient is now in stable condition. After a period of monitoring, repeat dyna-CT was conducted to continuously observe the stent deployment and whether there was any evidence of intracranial hemorrhage. It was found that no intracranial hemorrhage had occurred. The physician placed a new stent to complete the procedure. The surgery was prolonged approximately 40 minutes due to the event. It was reported that patient is in stable condition. The device is not available for return; however, a single medical image was provided and was sent for review. On 12-nov-2021, additional information was received. The information indicated that the target is a 9mm x 10mm large aneurysm. The vessel is curved in characteristic. The physician suspected ¿stent self-distention, fast blood flow, or some other reasons¿ may have been the factors that contributed to the stent not being deployed / released at the intended position. There was no blood flow reduction / restriction in the parent vessel as a result of the event; no evidence of thrombosis observed. The information indicated that there was nothing unusual noted about the device system prior to use. The microcatheter used with the stent was a 150cm x 5cm prowler select plus (606s255x / 30591142). The same microcatheter was used with the replacement stent, another 4.5mm x 28mm enterprise stent (enc452812) to complete the procedure. The physician did not consider the 40-minute extension in the procedure to be clinically significant. There was no prolongation in patient¿s hospitalization; the patient was discharged and is reported to be in good condition.